Event description:
A (B)(6) patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Svt contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient was in the hospital and continued use of the lifevest.

Manufacturer narrative:
The monitor was returned and found to be fully functional. The electrode belt was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate shock. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.